Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified and severely tortuous vessel. A 2.50mmx15mm emerge¿ balloon catheter was advanced for dilatation, however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older.  Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 3mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the longitudinal tear. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination and tactile inspection presented no damage or irregularities to the inner and outer shafts, hypotube and bi-component weld bonds. The overall length of the catheter was measured and passed product specification. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).